Manufacturer narrative:
Item returned with the complaint exhibits uneven discoloration about the shaft, etch detail quality appears compromised with a generally degraded appearance; font lacks crisp detail as new. Stardrive geometry is incomplete, tip is missing. Remainder of the stardrive is deformed, splines twisted, burrs present. Stardrive feature could not be measured accurately or reliably due to damage. This complaint disposition is therefore indeterminate from a manufacturing standpoint. Reported in error on initial report. Device is an instrument and is not implanted/explanted. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records for lot 5216578 revealed the stardrive screwdriver shaft t25/6mm hxc was machined by universal punch. One hundred ninety-two parts were inspected to the synthes incoming final inspection sheet number 03ii620002 on 6/22/2006. The product conformed to all requirements. One hundred ninety-two parts were released to the warehouse on 6/22/2006. No non conformances were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Event description:
Initial thoracic lumbar fusion surgery occurred on (B)(6) 2011, approximately t10 to l5. On (B)(6) 2013, the patient underwent surgery to remove the hardware at her request due to complete fusion. The surgeon removed 18 screws, 17 locking caps and 2 rods. In attempting to remove the 18th locking cap, 3 different screw driver tips broke. All 3 pieces were retrieved, verified by x-ray. The surgeon was unable to remove the 18th locking cap. Therefore, he used rod cutters to cut the rod above and below the locking cap to allow all hardware to be removed. It was noted that most of the caps came out fine although; some were harder to remove than others. Surgery was prolonged approximately 5 to 10 minutes. Patient reportedly was doing fine with no other issues noted. This is 3 of 4 reports for complaint (B)(4).

Manufacturer narrative:
Product development event evaluation: the pangea spine system offers three t25 drivers with a hex coupling (03.620.002, 03.620.003, and 03.620.022) for installing pedicle screws and locking caps (04.620.000). The chu reviewed the associated drawings. The drawings detail the appropriate dimensions, material, driver profile, and finishing processes for a successful t25 driver. A shear calculation 2.8mm from the distal tip shows the tip yielding at 12 nm ¿ clinically acceptable for inserting screws and tightening locking caps. The driver yielded and stripped due to excessive torque when removing a locking cap in a matrix system case. According to the matrix technique guide, the surgeon uses a 10 nm torque limiting handle when removing locking caps. The deformation suggests the surgeon did not use the torque limiting handle. The chu reviewed risk analysis adequately addresses the hazard of this complaint.